Event description:
It was reported that the patient implanted with this device, developed an infection. Based on the information available, evidence suggests that only the related leads were explanted. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.